Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a moderately calcified common femoral artery was attempted with a proglide device, using a pre-close technique, via a 5f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a proglide foot break occurred. The artery was ruptured and surgery was performed. The broken foot was removed during the surgical procedure. A blood transfusion was given. The tavi procedure was completed. There was a clinically significant delay in the procedure due to the surgery to repair the ruptured artery. The patient is "doing fine". It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported foot detachment was confirmed. The reported foot detachment appears to be related to interaction with the patient calcification. The tissue damage and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.